Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad not working was verified. The reported symptom was reproduced when the row 4 keys (#4, #5, #6, and the decimal) were found to be inoperable and when each of the remaining keys were pressed an automatic output of the #6 key would occur. The cause was determined to be a failed keypad. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad does not work. The event occurred in the biomedical service department. There was no patient involvement associated with this event. No additional information is available.